Manufacturer narrative:
The vial was returned to the manufacturer; however, there was no inlay found inside the container and no further analysis could be performed. The device history record (DHR) review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Inlay shifts in position, decreased bcdva and inlay removal are listed in the device labeling as known potential risks. Complaint reference number: (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2016. Immediately postoperatively the patient experienced blurred vision which did not improve with time. The original inlay position was noted to be off center and the patient's best corrected distance visual acuity (bcdva) decreased from 20/20 (preoperatively) to 20/40 immediately prior to explant. The inlay was removed on (B)(6) 2017 and a new raindrop inlay was implanted successfully; the surgeon reported that the patient/inlay looked good one day following inlay exchange..